Manufacturer narrative:
The incident occurred when the operator, betty roberts, tried to quickly add an instrument in the basket inside the washer when washer was ready to start. The door of the washer came down on her arm and was pulled into the chamber. The door would not reverse and another operator, had to press the emergency stop button (estop) which allowed betty to be able to release her arm. The extent of the injury is painful right arm, and ice was applied to the length of the arm. She was seen at occupational health by a r.n. When technician arrived on site, alarm for door not closed was printed when testing unit. He removed the top service panel and found that the spring that attaches to the emergency reverse was hanging from one connection point. It was reconnected, and the unit was tested allowing the door to hit a basket, and the door did has intended to do, which is reverse and printed a door obstruction alarm. The unit is now up and running. An investigation is performed to find out why the spring was not attached properly.

Event description:
The washer door came down when operator tried to quickly put something in a basket. Arm was hit by door. Arm was pulled into chamber. Operator could not get door to reverse. Operator could not pull out her arm. Another operator hit estop. Door went back up. Operator treated by in-house meds. Technician found lower spring connection not connected. Reattached spring and tested. All working fine now.